Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for scope communication error ( b30) could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source had an error code b30 (scope communication error). The issue occurred at preparation for use in a diagnostic procedure. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was not duplicated during the initial inspection. However, the front panel mouth was found cracked, and this may have contributed to the problem experienced. Additional finding: lamp expired life meter reading over 500 hours. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.